Event description:
The customer's father called to report that his daughter has been experiencing low blood glucose levels during the night, and her hcp would like for her to get on the continuous glucose monitor. The father also stated that the customer has been in and out of the hospital due to low blood glucose levels. The father did not provide any dates or details regarding the hospitalizations. Provided the father with the extension to the correct department. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.